Event description:
It was reported that the event involved a male pt who arrived with a gunshot injury. While in the intensive care unit the doctor inserted the catheter and the pwp (pulmonary wave pressure) didn't appear on the monitor. As a result, the catheter was removed and they realized that the "balloon was ripped." The md used another catheter. The pt expired. An update received on (B)(6) 2014 reported that the md stated the event did not contribute to the pt's death.

Manufacturer narrative:
(B)(4).